Event description:
It was further reported that the physician used an 8f cordis long introducer sheath for vascular access and a ev3 spider .014" guide wire to cross the lesion. The pt's heart was in asystole for 3-5 seconds, and a blood pressure could not be obtained for approx 3-5 minutes. The pt was given 3 mg of atropine and 20 mg of dopamine during this event. Approx 20 minutes later, a cordis palma stent was deployed. The pt remained stable after the procedure and was discharged from the hosp the following day.

Event description:
It was reported that during a pta/stenting treatment procedure, the gazelle balloon ruptured at ten atms on the first inflation. The lesion being treated was a 90% stenotic lesion located at a bifurcation in the carotid artery. The physician used a femoral vascular access site, and placed an ev3-spider neurological protection device on the distal carotid artery prior to dilating the gazelle balloon. Following the balloon rupture, the pt's heart stopped and a blood pressure could not be obtained. The pt was given atropine, and his blood pressure and heart beat gradually returned to normall. Approx 20 minutes after this event, the physician placed a stent and the procedure was completed.